Event description:
It was reported that during an aortic valve replacement the catheter would not go through the introducer. During the insertion attempts the catheter tip became damaged and broke. This occurred outside of the body and there were no adverse pt consequences as a result. Another catheter was obtained and used during the procedure.

Manufacturer narrative:
Conclusion: the return of the product upon which this medwatch is based is anticipated. Further info rec'd or derived from the evaluation will be provided with a supplemental 3500a form.